Manufacturer narrative:
(B)(4). Analysis summary: the analysis results found that the device was returned with the blade scratched, nicked and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contract during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when used first device, the generator alarmed, so changed to another device and finished the procedure. There was no patient consequence.